Manufacturer narrative:
This report is submitted on april 30, 2019.

Event description:
It was reported that the electrode array extruded into the external auditory canal; subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 05, 2024.